Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2016, product type catheter. (B)(4).

Event description:
Additional information was received from a consumer on (B)(6) 2017. The consumer wanted to know where the logs of the changes done to the pump were. The patient had surgery to reduce some things and changes were made. The representative was present at the surgery and primed the device. A week after the first surgery, the patient developed a bump on her back. It was spinal fluid around the catheter. The healthcare provider performed surgery and discovered a pin hole in that catheter and fixed that. The bump re-developed. On (B)(6) 2017, the patient went in for a catheter replacement and they put the tip in a different place. It was originally in the mid thoracic area and was now about t7. The patient experienced baclofen withdrawal from (B)(6) 2017. The patient saw the hcp on (B)(6) 2017. The consumer asked if a couple hours the patient was in surgery could cause that since the pump had to be stopped during surgery.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 399.9 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient had a recurrent hygroma. There was a fluid collection by the incision which the doctor drained twice since implant, however it would come back within 24 hours. No environmental, external, or patient factors may have led or contributed to the issue. A surgical intervention was performed on (B)(6) 2017 where the doctor opened the spinal incision and pulled the catheter down, removing a segment of the catheter and re-anchoring. The doctor felt if there was a leak from the catheter, it would be resolved. It was noted that the suture was a purse string suture. The issue was noted to be resolved and the patient was considered to be "alive-no injury".

Event description:
Additional information was received that reported that the patient was going back to the operating room on (B)(6) 2017 for a catheter revision versus a replacement. Additional information was received from a healthcare provider on 2017-mar-21. It was not known for sure if there was a device, patient/therapy, procedure issue related to the catheter revision on (B)(6) 2017. It was stated it was a post catheter revision for hygroma and the patient had intrathecal baclofen withdrawal. The cause of the baclofen withdrawal and the cause of the pinhole in the catheter was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.